Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: an analysis of the returned self expanding stent system (ses) noted the stent implant was stationary on the stent holder between the markers. The distal outer sheath was not retracted. The red locking clip was removed from the handle and not returned. There was no damage noted to the ses. The thumbwheel was rotated freely with no resistance noted and the distal outer sheath did not retract. The handle was opened and revealed the outer member was broken 1.3 centimeters proximal to the second strain release bump. The material at the breakage was jagged. The inner braiding was still intact and was not separated. The strain relief tubing was slit open and removed from the stabilizer and revealed the distal end of the second strain release bump was broken from the stabilizer. The material at the breakage was jagged. Potential factors for an absolute pro failing to deploy may include, but are not limited to, manufacturing, anatomical conditions, deployment technique and/or damage to the device deployment mechanisms (handle components/shaft lumens). It is possible that anatomical conditions contributed to the difficulty. If the shaft of the absolute pro ll is entrapped within a tight vessel and/or around a tight angle in the anatomy, the attempt to rotate the thumbwheel to retract the outer member may be unsuccessful, as the outer member may not be able to move freely over the outer member and inner member to release the stent. The noted damage to the device was not reported suggesting it occurred during the procedure due to possible kinking of the shaft and tensile over load during attempt to retract the thumb wheel. Although a conclusive cause for the reported failure to deploy could not be determined there is no indication to suggest a product quality deficiency. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot.

Event description:
It was reported that the procedure was to treat a lesion in the mid right femoral artery with mild calcification. The 6.0 x 150 mm absolute pro self expanding stent delivery system was advanced to the lesion; however, during an attempt to deploy the stent, the protective sheath failed to retract. The device was removed without issue the stent was still intact and completely covered. A new absolute stent was used to complete the procedure successfully. There were no adverse patient effects. No additional information was provided. Returned device analysis revealed that the outer member was broken.